Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified proximal left anterior descending artery that was 95% stenosed. A 3.5 x 12 mm nc traveler balloon dilatation catheter (bdc) was able to be advanced to the lesion, although resistance was met with the anatomy. When the bdc was pressurized to 10 atmospheres during the first inflation, it became unable to completely inflate and a leak of the contrast agent was observed on angiography. Upon removal, it was noted that the balloon ruptured. A new 3.5 x 8mm nc traveler was used for pre-dilatation with gradual inflation. The procedure was completed after stenting with a 3.5 x 15mm xience sierra stent. The physician commented that the balloon might have been damaged by the heavily calcified lesion. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.